Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the left eye was flickering. The customer site confirmed it was only in the surgeon side console (ssc). The site performed a restart with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site do a hard restart, but the site stated that the ssc would no longer turn on. The site requested an isi field service engineer (fse) to look at the left eye in the ssc. The site used another ssc to replace the ssc with the reported issues. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the monitor flickered intermittently and occurred multiple times, with multiple different scopes. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. The hrsv was returned to isi for failure analysis (fa). Fa investigation was able to confirm and replicate the customer reported complaint. Fa identified a component issue as the root cause.